Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the interconnect cable would not plug into the lemo connector properly. The fe states that this caused the system to fail to boot. There is no report of death or serious injury associated with the event.